Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. It was noted that the patient had a surgery where a magnet was applied to inhibit tachycardia therapy. The device was interrogated and a message appeared that there was a magnet over the device. Boston scientific technical services (ts) discussed that the magnetic reed switch was stuck and advised how to program the device. A save to disk was attempted; however, was not successful. This will be attempted again in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.